Event description:
It was reported that pump displayed malfunction alarms, showed a red blinking light, and then had a dark screen that would not turn on despite attempts to charge and restart it. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, follow directions for charging and attempting to restart pump, place malfunctioning pump into storage mode, and return it to tandem within the specified time frame, while technical support confirmed warranty and shipping details and arranged shipment of replacement pump, advising customer to reprogram pump settings and reconnect continuous glucose monitor once replacement was received.